Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy procedure, the ligasure device did not appear to seal enough even though end tones, indicating a completed seal cycle, were heard. It is unknown if regrasp alarms were heard. No tissue damage. No bleeding. No patient injury reported. No extension in surgical time. Another ligasure device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 03/02/2016. Date of follow-up report : 05/17/2016. One used ls1520 was received for evaluation. Visual inspection found no defects. The customer reported that a seal tone and end tone were heard but sealing seemed incomplete; thermal spread did not seem enough. The reported condition was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle. The investigation found the device to function normally and within specifications.